Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that no defibrillation threshold (dft) testing was performed on this electrode at implant. Two days later during dft testing ventricular tachycardia (vt) was induced but the patient's system was unsuccessful at converting the arrhythmia requiring external cardioversion. The physician was subsequently unable to induce further episodes of vt. A revision procedure was later performed at which time this electrode was repositioned closer to the sternum and successful dft testing was performed. No adverse patient effects were reported. This system remains in service.